Manufacturer narrative:
The reported failure of the machine flow sensor is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information alleging a trilogy evo ventilator experienced a ventilator inoperative condition. There was no serious patient harm or injury that occurred or was reported. During evaluation of the device at the manufacturer's service center, a ventilator inoperative error code relating to 'machine flow drift high' was found in the device's error log. It was confirmed that a fluctuation of the flow sensor deviated from the standard. The service technician states that restoration work was performed and the flow sensor was replaced to resolve the issue. Final testing, battery check, valve check, run in testing, and cleaning were performed. The unit operated properly.